Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet screen became cracked and unresponsive after the device was bumped against a banister, resulting in loss of touch functionality and trouble using the device. Symptoms included no injury. Outcomes included temporary interruption of ilet use and reversion to an alternative insulin therapy. Investigation included product support triage, verification of device serial information, collection of damage details, and request for device return. Investigation of this case revealed physical damage to the display component consistent with impact, resulting in a nonfunctional touchscreen and inability to operate the device. It was concluded, based on previously established findings for similar reports, that the cause was user-induced accidental damage due to impact.